Event description:
Baxter quality relations manager reported to baxter corporate product surveillance, on behalf of customer, of an unknown clearlink device in which gemzar was running at 646ml/hr-secondary, and would not infuse. The customer removed an unknown micro clave and then it infused. There was no report of any patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.